Event description:
On 5/19/97, cna positioned resident on her left side with a pillow behind her back for support. At 10:40 am, cena returned to resident's room and the resident was lying with her left leg hanging off the bed and her right leg jammed under the side rail, between the bed and side rail. Cena removed the pillow out from behind the resident's back and pulled down on the bed pad to free the resident's leg. The cena then turned her on her back and informed the nurse.